Event description:
During an in-clinic follow-up, the device as found to be in backup vvi mode (bvvi) with power on reset (por). The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of unexpected reset was confirmed. Device image was reviewed by the software team and reset due to power-on-reset (por) was confirmed. The cause of the por could not be determined.